Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was intended or for use to treat a popliteal aneurysm. Reportedly, the viabahn device was advanced over a 0.035" rosenwire through an unknown size and brand introducer sheath. It was noted when the deployment line was pulled it broke and the viabahn device failed to deploy. The viabahn device was removed without difficulty. The procedure was successfully completed with another viabahn device. There were no consequences or impact to the patient.

Manufacturer narrative:
Update investigation (type, findings, and conclusion) codes. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Product return evaluation: the broken deployment line, was confirmed during engineering evaluation. As reported, the deployment line broke when it was pulled, and the vsx device failed to deploy as a result. The root cause of the reported broken deployment line could not be established with the available information.